Event description:
It was reported that the line placed in 2006 broke off. District nurse went to flush PICC to find that no line was attached to end connector. PICC identified in right atrium and pulmonary artery. Line was removed via snare.

Manufacturer narrative:
The manufacturer has received the sample and it will be evaluated. Results are expected soon.